Event description:
Healthcare professional (hcp) reported patient (pt.) Started to seize ten minutes after he complained of feeling sick. Hcp removed pt. From device. Hcp called physician and ems. Pt. Was transferred to the hospital and admitted to ccu. Pt. Was still in ccu on 1/15/98. Hcp reported that pt. Received another dialysis treatment without any difficulties.